Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device has been discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that the patient experienced a cerebrovascular accident (cva). Two days after a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure using a farawave catheter the patient experienced a cva. It was noted that a change in hospital policy regarding protamine administration after anticoagulation occurred, and the different dose of protamine may have been related to the cva. It is unknown if any medical intervention was performed. The current condition of the patient is unknown. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available because the device has been discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block h6 impact codes.

Event description:
It was reported that the patient experienced a cerebrovascular accident (cva). Two days after a pulse field ablation (pfa) pulmonary vein isolation (pvi) procedure using a farawave catheter the patient experienced a cva. It was noted that a change in hospital policy regarding protamine administration after anticoagulation occurred, and the different dose of protamine may have been related to the cva. It is unknown if any medical intervention was performed. The current condition of the patient is unknown. The device is not expected to be returned for analysis due to disposal.